Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that, following intraocular lens (iol) implant procedure, surgeon found bits of the cartridge underneath the implant which he was able to remove. Additional information was received stating at the time of implantation, a small filament is detached from the cartridge and is found as behind the implant. Particle, which is stuck behind the lens, can be easily removed with pliers. Per surgeon, the particle comes from cartridge.